Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to transmitter, DHR requested - other reasons, lost sensor alarm. The customer reported blood glucose value of 49 mg/dl. The customer reported hypoglycemia which did not require treatment. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1884l, unomedical, mmt-332a, mmt-7040a. Sensor signal not found/cannot find sensor signal/lost sensor/loss of communication customer reported a loss of communication between the transmitter and the pump. Confirmed transmitter serial number is programmed in manage devices screen. Customer reports issue was resolved by inserting a new sensor. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The unit was monitored and functioning properly. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿paired successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the sensor warm up. The pump calibrated and displayed the programmed value of 180 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Unit uploaded properly to the carelink software and communicate properly. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received no cosmetic damage found. Unit passed required testing. Not confirmed sensor issue. No communication-between pump & xmtr not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.